Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 519 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection/insulin pen, emergency room visit and intravenous fluids. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed and the customer alleged pump was under delivering because blood glucose was not going down with bolus. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged possible under delivery and visit to emergency room for colds and high bgs found on 29-nov-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 29-nov-2022, there is no unexpected alarms/suspends and found manual bolus delivery of dailytotalofbolusinsulindelivered = 24.75 u. 11/29/2022 06:35:05.000 normalbolusdelivered normalbolusamountprogrammed = 1.7 bolusamountdelivered = 1.35 11/29/2022 07:58:44.000 normalbolusdelivered normalbolusamountprogrammed = 4.2 bolusamountdelivered = 4.2 11/29/2022 09:34:04.000 normalbolusdelivered normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 11/29/2022 12:26:10.000 normalbolusdelivered normalbolusamountprogrammed = 6.5 bolusamountdelivered = 6.5 11/29/2022 17:31:30.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 11/29/2022 19:12:40.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 11/29/2022 20:58:28.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 on 11/29/2022 06:35:05.000, a bolus delivery of (1.7 u) was cancelled by the user and the bolus amount delivered was (1.35 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 507 mg/dl at the time of the incident. Another blood glucose level was 465 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection. Customer reported symptoms such as feeling sick, unwell, headache, tried or weak, altered vision. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer did allege insulin pump was under delivering. No further patient complications were reported. The device was returned for analysis.